Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.